Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/19/2024, it was reported by a sales representative via email that an ar-9555-09 univers revers spacer was loose after implantation. The ar-9501-06s univers revers apex stem and ar-9502f-36cpc univers revers suturecup attached perfectly fine in the assembly block. The ar-9555-09 univers revers spacer was placed in the patient, and the appropriate driver was used to tighten the assembly screw. Appropriate torque was applied, and an ar-9503s-03 univers revers humeral insert was impacted. Once the univers revers humeral insert was impacted, it was observed that the univers revers spacer had, in fact, somehow remained loose. The entire construct needed to be removed because the univers revers spacer could not be disassociated from the univers revers suturecup. The surgery outcome was not impacted, and the surgeon was able to complete the surgery with replacements we had available. The patient was not affected. This was discovered during an apex stem construct procedure. Additional information received on 4/25/2024: the case was delayed only between ten to fifteen minutes. Additional anesthesia was unnecessary, and the patient suffered no negative effects.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9503s-03 batch, 22.03428, was received for evaluation. Visual inspection revealed dents and scratches on the surface of the device. Functional testing introducing the arthrex® univers revers¿ humeral insert small / 36 / +3 found resistance probably because of the damage to the material. As per drawing 100225 at revision 05, measurements for the device are as follows: diameter ø d (39) measured at 39. Length l (13.8) measured at 13.7. The most probable cause of the reported failure appears to be user error, as the observed evidence of damage to the returned mating component, ar-9555-09 from batch 20.01015, suggests a sequence of events that resulted in the device not functioning as intended.